Event description:
Patient noted to have fractured venous port catheter on chest x-ray taken (B)(6) 2015 with distal tip noted to be in the svc. Patient scheduled for surgical removal which occurred on (B)(6) 2015. Surgeon was unable to remove distal portion of catheter due to location, however did note by fluoroscopy during removal of proximal portion that the remaining line had "embolized" and "upside down with the radiographic tip in the inferior vena cava leading down toward the legs." A new right subclavian port was placed and there was note that the patient would be referred to vascular surgery for possible removal of remaining catheter.